Manufacturer narrative:
The customer reported that the readings on the multi gas unit are fluctuating when in patient use. The water trap and sampling line was changed; however the issue still exists. Customer sent the device in for evaluation and repair. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the readings on the multi gas unit are fluctuating when in patient use.

Manufacturer narrative:
Details of complaint on (B)(6) 2018 customer reported that gas readings were fluctuating while in use. Service requested: repair. Service performed: repair. Investigation result: operator's manual revision j stated that gas calibration should be performed yearly for stable measuring accuracy. When the accuracy is not appropriate, perform gas calibration. The maintenance history for this device is unknown. Particularly, how often the water trap, sampling line, and water trap receptacles are replaced to ensure accuracy and proper functioning of the gas sensor. Nka repair center evaluated the device and recommended replacing cd-237p gas unit sensor to resolve the issue. When repair services completed replacing the sensor, the issue was resolved. Device operated to manufacturer's specification. Device was put into service on 7/21/2011. Service history for this device shows this is an isolated incident. As maintenance and usage information for the gas unit is not available, the root cause for the failed sensor cd-237p could not be determined. Device functioned as intended past the five-year warranty period. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Corrected data: d4: UDI#: incorrectly listed on MDR initial. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. Device evaluation. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the readings on the multi gas unit are fluctuating when in patient use.